Event description:
The customer sent the subject device for evaluation with a report ¿angulation not working properly as it should check the lens for haziness. The camera lens is not clear there are spots on it.¿ there was no patient or user injury. No further information was provided. This report is being submitted for blurry image (camera lens not clear/hazy).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue, although it is a possible sporadic failure. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: - damage to the ccd unit. - sliding error of movable l-range that occurred in the zoom scope. - image occurred within the allowable range. - damage or deformation of the connector. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: the event can be detected/prevented by following the instructions for use: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. - warnings and cautions. During the device evaluation, service found a leak from the electrical connector locking pin. The angulation was out of specification. There were dents on the distal end plastic cover. The objective lens was dirty. There were minor scratches on the control body. There was a minor dent on the light guide tube. There were minor scratches on the scope connector. There were minor scratches on the labels, and labels were not properly affixed. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.